Event description:
It was reported by the customer during a breast biopsy using the mst8 probe, when the physician removed the marker from the probe they noticed that the tip had sheared off. Image of the biopsy site displayed the tip next to the marker. Refresh marker and probe are being returned for analysis. Tip remains in pt's breast.

Manufacturer narrative:
The complaint received references the mst8 probe; however, the complaint is actually regarding the mam3008 marker that was used with the mst8 probe in the procedure. Neither device has been returned for analysis. The mfg site reviewed the mfg batch record for the lot markers associated with this event. There were no non-conformances issues and the functional testing and visual inspection were acceptable. The manager of the breast care center was contacted on (B)(4) 2012. The pt's pathology report was clear for cancer. The pt required the introducer tube tip to be removed surgically which was performed on (B)(6) 2012. The pt is doing fine.